Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 13-sep-2023. H.6. Investigation summary: one opened package sample from lot 3082651 and two photos were provided to our quality team for investigation. A visual inspection was performed and 3/8" dark grey cluster of fibrous material observed inside the fluid path. Fourier transform infrared spectroscopy (ftir) analysis determined the fibrous material possibly a cleaning pad used in the manufacturing facility. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: can you investigate this ¿ reports of some sort of ¿fluff¿ or mould like substance in this batch of syringes.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: can you investigate this ¿ reports of some sort of ¿fluff¿ or mold like substance in this batch of syringes.